Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015; however, did not include the date of issue. Therefore, the reported event of intermittent audio output could not be confirmed. The root cause could not be determined. It should also be noted that the diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output and a hypoglycemic event on (B)(6) 2015. The patient was woken up by a call from a friend who was alerted by the share application, to be notified that patient was having a severe low. Patient stated he set his receiver to vibrate but patient was not convinced that it alerted him. Patient then treated himself with lifesavers and a coke. He checked the continuous glucose monitoring (cgm) device and it was still showing 45 mg/dl however his finger stick (fs) value was reading 91 mg/dl. At the time of contact, the patient was in good condition. No additional event information was provided.